Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective o2 mixer assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Is unable to reach 90% o2 when performing the o2 mixer test in system test, it stops around 80% and stays there as displayed on the t1 (as shown in attachment). When connected to a o2 analyser, it routinely averages around 3% lower than the displayed o2% on the t1. When tested at 61% o2, it is also unable to reach 61%, it displays 57% on the t1 and around 54% on the o2 analyser but the qo2 value is half of the qvent value as per the service manual when testing at 61% o2 replacement o2 mixer assembly did not resolve issue.